Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging of having difficulty breathing/short of breath and respiratory issues causing being hospitalized, ER visit, seeing pulmonologist and being on inhaler while using this device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging of having difficulty breathing/short of breath and respiratory issues causing being hospitalized, ER visit, seeing pulmonologist and being on inhaler while using the CPAP device. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found observed an unknown observed minor dust/dirt contamination on sd cover flip door, accessory module flip door, top enclosure, ui panel, bottom enclosure, blower box, blower, blower outlet seal, rear panel o-ring, lifting tray, flip lid seal, wire guard, bottom assembly, dry box seal, dry box, bottom cover, and heater plate. Unknown contamination on inside top enclosure, ui panel, blower outlet seal, rear panel, inside bottom enclosure, and back panel. Discoloration on dry box seal, blower outlet seal. A contaminate consistent with keratin was observed on the blower box. Did observed dust/dirt contamination in the airpath, likely from a source external to the device. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The logs were reviewed by the manufacturer. There were 03 errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation.